Event description:
On the event date, the patient was implanted with a gore tag thoracic endoprosthesis to treat an acute, focal, type b dissection, 1 cm distal to the left subclavian artery. The physician intended to cover the left subclavian artery, but placed the device into the aortic arch, covering all the great vessels. The patient was converted to open surgery, and the device was explanted. The patient is currently stable in intensive care with no neuro-deficits. The unintentional vessel coverage was attributed to inadequate visualization of the device markers on fluoroscopy. Further investigation is being conducted.

Manufacturer narrative:
A review of the manufacturing and packaging records has been conducted. A historical analysis and engineering evaluation is being conducted. The manufacturing and packaging records review verified that this lot met all pre-release specifications. The device is currently enroute to the lab for analysis.